Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and was easily retrieved from the patient. There were no patient complications.

Manufacturer narrative:
We apologize for the delay in filing this report. We were attempting to locate the device that was reported to be returned, ut were unable to obtain further information from the reporting facility.